Event description:
Additional information was received that this rv lead was surgically abandoned one year and five months later during an upgrade procedure to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Event description:
Additional information was received from the field representative that high out of range impedance measurements of greater than 2500 ohms and rv lead fracture was confirmed via chest x-ray. A revision procedure was scheduled times four, however the patient did not show up for the procedure. At this time, a new lead revision procedure has not been re-scheduled and no further adverse patient effects were reported.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode and was admitted to the hospital. In the emergency room (ER) the device was interrogated where it was noted that the lead safety switch (lss) was triggered on the right ventricular (rv) lead. A lead fracture was suspected and further evaluation will be performed at the physician's discretion. To date, no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.